Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac) and a non-penumbra microcatheter. During the procedure, while advancing the swiftpac through the microcatheter to the target location, the swiftpac unintentionally detached within the microcatheter. The microcatheter containing detached swiftpac was removed. The procedure was completed using another swiftpac and another non-penumbra microcatheter (headway duo 156cm). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned swiftpac coil (swiftpac) confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly distal detachment tip was kinked, the pull wire was retracted from its alignment feature and the embolization coil was detached. If the swiftpac coil is manipulated against resistance during use, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detaching. Based on the reported event, the root cause of the resistance could not be determined. The detached embolization coil was returned stuck inside the hub of the non-penumbra microcatheter. Further evaluation revealed kinks on the pusher assembly and ovalization on the distal shaft of the non-penumbra microcatheter. This damage is incidental to the reported complaint and likely occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.